Event description:
It was reported that the device was used during a laparoscopic gastric bypass, the hand activation button wasn't working. The handpiece was replaced and the case was completed successfully with no patient consequence.